Event description:
It was reported that during a da vinci-assisted surgical procedure, the manipulation of the patient side manipulator (psm) was mirrored. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to check the 30-degree endoscope engagement. The customer followed and re-engaged the endoscope and the issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to check the endoscope engagement. The customer followed and re-engaged the endoscope and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by isi for evaluation.